Manufacturer narrative:
Corrections: other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1403us / expiration date: 2018-11-30 UDI #: (B)(4), return date: 2018-03-29, device evaluation anticipated, but not yet begun mfg date: 2017-11-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately one week before the patient's death, the controller had an increase in flow readings without any real change in power use. The controller was exchanged. The next day, they had high power readings with high watt alarms and a pump thrombus was suspected. The patient was treated with continuous intravenous infusions of tissue plasminogen activator (tpa).

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The hvad pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Log files of the controller in use revealed an increase in power consumption beginning (B)(6) 2018. One (1) low flow alarm was recorded on (B)(6) 2018. It was reported that the controller was exchanged to a different controller. Review of controller that controller¿s log files revealed an increase in power consumption beginning (B)(6) 2018. 231 high watt alarms have been logged since (B)(6) 2018. The site may have perceived clinical related factors as a controller flow estimation error. As a result, the reported high-power event was confirmed. Of note, it was reported that the patient received tissue plasminogen activator (tpa) treatment, after which the power and flow returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, the most likely root cause of the low flow alarm observed in the log files may be attributed but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller / (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died while on ventricular assist device (vad) support. The patient had suspected viral myocarditis and was on extracorporeal membrane oxygenation (ECMO) support prior to vad implantation. The patient continued to receive ECMO support after vad implantation and developed multisystem organ failure and died. No explant was performed; the vad remains in the patient.